Event description:
It was reported that the patient experienced pain and fluid collection around the pump and catheter. The patient was diagnosed with an infection. The patient reported that the last time she saw the hcp before her system was explanted, the hcp had to remove "nine syringes of infection from around the pump and catheter site". The device system was explanted. A nurse is visiting the patient's home to clean and drain the infection site since explant. No patient outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received. Reference MFR report#2182207200800155.